Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) isn't communicating with the bedside monitor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a of unit isn't communicating with the bedside monitor. A getinge field service engineer evaluated the unit and confirmed customer complaint. In order to fix the issue fse replaced front end board. This corrected issue. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing department received front end board with a reported unit failure message of no low level output to patient monitor. Performed visual inspection of this part received and observed low level output connector pin was pried off. Due to low level output connector pin pried off the failure analyst and testing dept. Can not do further investigation for this board. Please see attached picture of pin pried off. The front end board failed testing. Retaining the board in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h10, h11. Corrected field: d5, h6(type of investigation). Additional contact details: phone number: (B)(6). A getinge field service engineer evaluated the unit and confirmed customer complaint. In order to fix the issue fse replaced front end board. This corrected issue. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received htc front end board. This part was received with a reported unit failure message of no low-level output to patient monitor. Performed visual inspection of this part received and observed low level output connector pin was pried off. Due to low level output connector pin pried off the failure analyst and testing dept. Can not do further investigation for this board. The front-end board failed testing. Retaining the board in the fat dept. As per procedure 0002-07-d008 rev al. The fat dept received htc from the supplier. During the visual inspection, j5 was found to be damaged. The ict test was conducted and passed. However, the fct test failed due to a testware error. It is suspected that component u108 has an issue. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The following was performed by (B)(6) , technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 09 june 2023. The failure analysis and testing department received the following parts associated with this complaint: htc front end board. This part was received with a reported unit failure message of no low-level output to patient monitor. Performed visual inspection of this part received and observed low level output connector pin was pried off. Due to low level output connector pin pried off the failure analyst and testing dept. Can not do further investigation for this board. Please see attached picture of pin pried off. The front-end board failed testing. Retaining the board in the fat dept. As per procedure 0002-07-d008 rev al. The fat dept received htc from the supplier. The supplier evaluation states the following: during the visual inspection, j5 was found to be damaged. The ict test was conducted and passed. However, the fct test failed due to a testware error. It is suspected that component u108 has an issue. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.